Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 200 mg/dl. Insulin squirts out during the manual prime process. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm durimng the basic occlusion test due to protruded/loose drive support disk. No prime alarm. The insulin pump received with a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and a missing end cap sticker. Motor passed motor test.